Event description:
It was reported that during central processing, the single port fenestrated bipolar forceps instrument had a broken jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a part of the instrument jaw was missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 3.90mm x 8.33m and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additional observation(s) not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments molded insulator. The broken piece of the molded insulator and the grip tip were not returned with the instrument. The root cause of this failure is attributed to user. The instrument was found to have a broken conductor wire at the distal end. The conductor wire broke as a result of the break in the molded insulator. No thermal damage was found on the instrument. The root cause of this failure is attributed to user. The complaint was confirmed by failure analysis. Review of the provided image is consistent with the follow up response, there is a missing part of the instrument jaw. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.